Event description:
New information received notes it was post-paced t-wave oversensing that was noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device exhibited non-sustained right ventricular oversensing that was noted via remote transmission. Review of the transmission noted t-wave oversensing during the sensesecure non-sustained right ventricular oversensing. Programming changes were made. Isometrics was performed and no noise or oversensing was observed. Patient was stable.